Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the left side. Subsequently, the patient experienced glenoid loosening. As a result, the surgeon decided to remove the head, replicator plate and torque screw and convert to a reverse with the central screw baseplate. The stem was stable and was not revised. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10: 300-01-15 - eq, humeral stem primary, press fit 15mm: (B)(6). 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6). 300-20-02 - eq square torque define screw drive kit: (B)(6). 310-02-44 - eq, humeral head tall, 44mm (alpha): (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.